Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had a failed split nut error. No patient involvement was reported.

Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 09jul2010 to the present date 14nov2020 and confirmed that this device was previously returned for servicing 1 time and there were production failures (q6 200115354) for display - lcd /led failure indicated on the source device.

Event description:
It was reported that the device had a failed split nut error. No patient involvement was reported.